Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported that there was difficulty recharging, they were unable to recharge. The patient was getting poor communication on the recharger screen. The last time they recharged was about 4 months ago. The patient had also lost some weight. On (B)(6) 2015 the manufacturer representative indicated that the patient was in an overdischarge state. There was a trickle charge, then the battery was charged to 25% and the power on reset was cleared. The patient was programmed and went home to charge. The issue was resolved at the time of the report. Additional information received from the manufacturer representative reported that the patient was charging too often. The patient was charging every day, which was different than before. The patient had an overdischarge and was now recharging one or two times a day from 100% to 50% full. The patient was using the device three hours a day, but wanted to use it 12 hours a day and didn't want to go into overdischarge again. The patient had high settings and longevity based on the settings showed that for 12 hours of use the battery would last 3.5 or 4.5 days with the different programs. Other relevant medical history includes spinal pain and lumbar radiculopathy. No patient symptoms reported. If additional information is received a follow-up rep ort will be sent.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the battery was replaced due to issues with recharging.